Manufacturer narrative:
The report date has been corrected. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise, inappropriate therapy and shock impedances greater than 150 ohms. The ICD was also replaced at the same time due to partial battery depletion. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4) - received a new analysis on lead data: the device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available shock impedance trend confirmed an out of range shock impedance. Since iegm data was not available for analysis the oversensing issue with shock delivery mentioned in the complaint description was non-determinable. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.